Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical, manipulator (usm) was analyzed and found in system logs, the 23087 error was found confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The unit was installed onto a golden system where the component functioned as expected. Once testing was completed, the carriage was inspected, and no faults could be identified. The complaint regarding error 23087 was confirmed by failure analysis. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause of the reported issue can be attributed to an electronic fault of a component or module within the carriage instrument sterile adapter (isa) printed circuit assembly (pca) on the affected usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure using an xi system, the surgeon reported being unable to control universal surgical manipulator (usm) arm 3 and mentioned error codes, but did not specify which ones. The team power cycled the system, which temporarily fixed the issue. The technical support engineer (tse) reviewed the logs and found errors related to arm 3, warning the issue might return. Later, the problem came back, so the team followed guidance to disable arm 3 and continued the surgery using arms 1, 2, and 4, with the endoscope on arm 2. The surgeon inquired about targeting, and was explained it was not possible with arm 3 disabled. The procedure was completed as planned with no report of patient injury. Afterwards, a nurse reported error 40013, which was also found to be related to a usm arm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced a universal surgical manipulation (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.